Event description:
Pateint presented in clinic for normal follow up and externalized conductors were noted. Lead was tested and observed and no electrical anomalies were noted. Lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.